Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735672, serial/lot #: unknown, ubd: , UDI#: the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. The manufacture date was not available at the time of reporting.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was no signal on boot up. Troubleshooting was done and all connections were checked and verified. The resolution was for the cmos batteries to be replaced and bios setting configured. The manufacturer representative also reported that the graphics card may have had a bad connection which was rectified when they re-aligned the graphics card back into their slots. Issue has been resolved. No patient was present at the time of the event. Additional information was received stating that the manufacturer representative confirmed that no part were replaced. They removed the cmos battery to test it. On reseating the original cmos battery the system worked as normal. So there could have been the possibility of a loose graphics video card connection which was restored on re-connection. Additional information was received stating that the event occurred on (B)(6) 2021. The manufacturer representative didn't get to the site until feb ruary 14th, 2021 to test the battery. The reported issue was not made aware to medtronic until the 14th of february.